Event description:
It was reported during a post op check, that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an episode of noise, oversensing, with no more than two seconds of pacing inhibition, on the right ventricular (rv) lead. The physician reported performing isometrics and pocket manipulation, and the noise could not be recreated. A technical service (ts) consultant reviewed available electrogram (egm) report, recommending additional testing to include bearing down, push out a chair, coughing. Ts suggests could be positional related; where the lead is implanted and suspected muscle stimulation. Ts recommended to monitor patient closely. Device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.